Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us, but is similar to the powerport slim implantable port, chronoflex single-lumen, kit, 6f products that are cleared in the us. The pro code and 510k number for the powerport slim implantable port, chronoflex single-lumen, kit, 6f products is identified in d2 and g4. Manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport slim implantable port attached to a catheter was received in two segments. Visual, microscopic, tactile and functional evaluations were performed. An in-house syringe with dye water was attached to a safety infusion set and the non-coring needle was inserted into the port septum. The port body was patent to both infusion and aspiration without issue. No leaks were observed. The distal catheter segment was patent to both infusion and aspiration without issue. No leaks were observed. However, the investigation is inconclusive for the reported obstruction, blood backflow and flushing issues as the sample evaluation results indicating no issue under laboratory conditions may not be representative of the condition of the device during use. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent for port placement procedure using powerport slim implantable port, chronoflex single-lumen, kit, 6f. It was reported that post port placement, the port allegedly became impossible to use. It was further reported that the port allegedly resistance to injection and backflow did not stop. Reportedly, while flushing, there was a little resistance. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us, but is similar to the powerport slim implantable port, chronoflex single-lumen, kit, 6f products that are cleared in the us. The pro code and 510k number for the powerport slim implantable port, chronoflex single-lumen, kit, 6f products is identified in d2 and g4. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent for port placement procedure using powerport slim implantable port, chronoflex single-lumen, kit, 6f. It was reported that post port placement, the port allegedly became impossible to use. It was further reported that the port allegedly resistance to injection and backflow did not stop. Reportedly, while flushing, there was a little resistance. There was no reported patient injury.